Event description:
The manufacturing receiving technician reported that the device had a liquid rust substance on it when the device was received at the manufacturer for a service evaluation. There were no adverse consequences related to this event.

Event description:
The manufacturing receiving technician reported that the device had a liquid rust substance on it when the device was received at the manufacturer for a service evaluation. There were no adverse consequences related to this event.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The manufacturing receiving technician reported that the device had a liquid rust substance on it when the device was received at the manufacturer for a service evaluation. There were no adverse consequences related to this event.